Manufacturer narrative:
The 510(k): k914088 & k083641. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Supplier reported on behalf of customer that the bivona custom tracheostomy tube had the flange break during therapy. Patient desaturated and required emergency tracheostomy tube change and bagging. No further adverse events reported at this time.

Manufacturer narrative:
One used 3.5mm tts v neck flange custom tracheostomy tube was returned for investigation. The device was returned with another tracheostomy tube. Visual inspection revealed that the device was missing one of the wings on the neck flange. Investigation was unable to determine the root cause of the missing the missing wing. (B)(4).